Event description:
The pump was returned for investigation. Investigation revealed the pump booted to verify screen with dim pink contrast and contamination was found under the up, down and contrast buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump booted to the verify screen with dim pink contrast. The pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. A scratched display lens was found. The up, down and ok keys symbol were found to be worn. The pump returned with torn keypad, on top of the ok key. All of the keys responded appropriately. Keypad was removed to investigate, evidence of keypad contamination was located, under contrast, down and up contact buttons. (B)(6).